Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery due to multiple myeloma. Intra-op, the balloon that was inserted to the right side of t12 broke and contrast media leaked. The leaked contrast media was washed with water and was sucked. The procedure was successfully completed with the same product and without any delay. There was no patient complication reported as a result of this event.